Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.the device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexc1335 showed one other similar product complaint(s) from this lot number. Device not returned.

Event description:
It was reported that during treatment, presence of a leak was observed on the relevant device (the PICC-line was implanted to the patient on (B)(6) 2015). Although no patient injury was reported, the relevant device was explanted. And prolonged hospitalization was required